Manufacturer narrative:
(B)(4). The device is currently being held by the reporting facility but is expected to be eventually returned.

Event description:
It was reported that an emboshield nav 6 embolic protection device (epd) was positioned in the dorsalis pedis artery over a non-abbott guide wire. After atherectomy was performed in the heavily calcified right anterior tibial arterial lesion, the retrieval catheter (rc) was advanced and the epd was encapsulated. During removal, the guide wire and rc looped and prolapsed and could not be pulled into the 6 fr sheath in the superficial femoral artery. Unsuccessful attempts were made to cut the rc shaft in order to remove it. The rc, encapsulated epd, guide wire and sheath were removed from the body as a single unit. As vessel access was lost, contralateral femoral arteriotomy and rewiring was required to confirm distal flow post-atherectomy. There was no adverse patient sequela. No additional information was provided.

Event description:
Subsequent to the initial medwatch, a user facility medwatch ((B)(4)) was received stating: "a surgeon used the embolic protection system for a case and went to use the filter catching catheter. As he was pulling on the catheter, the wire prolapsed into a z position and could not go back into sheath. The wire, the catheter, and the sheath had to be removed. The wire access down the leg was lost. The retrieval catheter is the problem. The surgeon will use an over-the-wire system in the future. What was the intended procedure? Atherectomy, peripheral angiogram with filter placement." No additional, new information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Incorrect anatomy-the emboshield nav6 embolic protection system is indicated for use during angioplasty and stent procedures within carotid arteries. Guide wire selection incorrect-the emboshield nav6 device can only be used with the barewire filter delivery wire. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. Reportedly, the emboshield nav 6 was positioned over a non-abbott guide wire. The emboshield nav6 instruction for use (IFU) states: the emboshield nav6 device can only be used with the barewire filter delivery wire. Use of the device with any guide wire other than the barewire filter delivery wire will lead to loss of the filtration element during the procedure or an inability to retrieve the filtration element. It is unknown that this IFU deviation contributed to the difficulty of removal of the embolic protection device, however, the interaction of the devices between the guide wire and the recovery catheter could have been contributed to the event. It was reported that the product was used in the dorsalis pedis artery. The emboshield nav6 IFU states: the emboshield nav6 embolic protection system is indicated for use as a guide wire and embolic protection system to contain and remove embolic material (thrombus / debris) while performing angioplasty and stenting procedures in carotid arteries. The diameter of the artery at the site of the filtration element placement should be between 2.5 and 7.0 mm., and safety and effectiveness of this device as an embolic protection system has not been established in vasculatures outside of the carotid arteries (coronary, cerebral or peripheral). Based on available information, a definitive cause for difficulty removing the filter appears to be related to the circumstances during the procedure. Review of the device history record for this lot revealed no associated nonconforming material records, indicating all lot release testing met specification. A query of the complaint handling database found no other incident. There is no indication of a product quality deficiency.